Manufacturer narrative:
The device has not been rec'd at the analysis site for eval, as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure resistance was felt during insertion and withdrawal of the stent delivery sys; entrapment of the catheter on the guidewire was noted. A fr4 guide catheter and an iq .014 guidewire were used. The insertion site was the femoral artery. The lesion was treated for progressive disease and was located in the 80% stenosed, mildly calcified, severely tortuous 3.0x25mm segment of the right coronary artery (rca). The lesion was predilated using a 20mm length balloon. During advancement of a 3.5x28mm taxus express2 drug eluting stent, the physician felt resistance while the stent delivery sys (sds) was still inside of the guide catheter at the level of the aorta. The physician could not continue on and it was decided to pull out the sds and the guidewire. Upon inspection of the device, the physician noticed an "accordion type deformity of the delivery sys of the stent at the monorail level". The physician felt this was causing a lot of friction to the delivery sys. The physician also noted that there was a partial detachment of the "curly" part of the guidewire. The procedure was completed using two stents of an unk type, sizes 3.0x24mm and 3.5x28mm. The pt rec'd plavix before the procedure, heparin was rec'd during the procedure and plavix and aspirin were rec'd following the procedure. There were no pt complications and the pt was reported as ok after the procedure.